Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 130 ohms. Boston scientific technical services (ts) was consulted and reviewed the data stored on the remote monitoring system. It was noted that the shock impedance measurement reading has been intermittently greater than 125 ohms for at least one year. At this time the physician has opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.